Event description:
It was reported that an infection and effusion around the implant site were observed on (B)(6) 2014. This patient had a culde sac procedure done at initial implant surgery, but one month after he suffered effusion and the implant and cul de sac were revised. Reportedly, the implant is fully functional. The surgeon is planning to re-implant the patient, but a date has not been scheduled yet.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available a device failure analysis will be submitted as a follow up report.